Event description:
Clinical information: (B)(4) device registry, patient site ID: site ID (B)(6). It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was implanted in the patient. On (B)(6) 2025, the patient presented with loss of visual acuity in the nasal field of left eye. An ophthalmology evaluation determined possible ischemia in the inferior temporal arcade of the left eye due to embolism of an inferior temporal arterial branch. A cranial computed tomography (CT) scan and doppler ultrasound of the supra annular aortic trunks showed no relevant findings. Some medications were administrated to the patient.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.